Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The nurse called lifescan (lfs) on behalf of the patient alleging that the meter displays a "not ok" message when the meter is powered on. There is no information on whether the patient had any symptoms at the time of testing. The patient contacted a medical professional for advice and did not receive any treatment. This is not a new product (out of box). Customer service was unable to resolve the issue and sent the patient a replacement meter.